Event description:
It was reported that a patient implanted with an impella cp developed a hematoma in both the radial and groin sites. Manual pressure was held to obtain hemostasis. A couple hours later a hematoma was noted post bowel movement. Manual pressure was held again and then an angiogram was performed on the right common femoral access site. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the hematoma is determined to be patient condition because the patient developed hematoma at multiple locations. The cause of the anemia was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.